Manufacturer narrative:
(B)(4).

Event description:
Pt reported she was unable to recharge her ipg due to health reasons and thinks it may be overdischarged because now it won't recharge. Ipg was replaced. Additional info has been requested and if received a follow up report will be sent.